Manufacturer narrative:
As received, the device was returned for analysis. The field reported a discrepancy in the device¿s estimated longevity projection. The estimated longevity of the device was within specifications and no anomalies were revealed. Further analysis of the device revealed no anomalies. The battery voltage function of the device was tested and was normal. The cause of the discrepancy in the programmer¿s estimation of the device¿s remaining longevity, near the elective replacement indicator (eri), was not determined. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
The patient presented in clinic for follow-up and premature battery depletion was suspected. Abbott technical support reviewed the session records and confirmed normal eri. However, during the previous interrogation the longevity was overestimated. The device was explanted and replaced. The patient was in good condition. The device was implanted in (B)(6) 2008, the exact day is unknown.